Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Brown and white material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team (pe) observed a crease on the anterior aspect. A rent measuring approximately 0.4 cm was discovered within the crease on the anterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release, and as such, pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point, it is not possible to determine the root cause either of such damage or of the material observed within the device. There is no evidence that the issue is related to the manufacturing process. Per a database query, this is the only reported complaint of infection against this lot number 5761639. The device history record (DHR) of lot number 5761639 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses, and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline breast implant that deflated after implantation. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 650cc saline prostheses on (B)(6) 2017.